Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is j&j company representative. Investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the provided product photographs. Visual analysis of the photo revealed that hand-reamer f/medull-canal ø7: 351.930 was broken. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. The overall complaint was confirmed for hand-reamer f/medull-canal ø7: 351.930. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history a DHR review could not be performed as the device lot number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in columbia as follows: it was reported the case was contaminated with blood and the hand reamer was damaged intraoperatively on (B)(6) 2022. This is report 1 of 1 for (B)(4). This report is for a hand reamer.